Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. If echelon, during which stroke did the event occur? After 4th. What other color cartridges were used before and after this event? The device was not used before and after this event. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, the device was removed by cutting off the tissue. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Cartridge, closing trigger. The analysis found that one device was returned for analysis and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. During further evaluation, the closing trigger was noted to be broken in opened position. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition, the cartridge deck and one piece sled were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the device and reload, no functional test could be performed. The device was disassembled to verify the condition of the internal components and no anomalies were noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaws did not open after the first firing when the device loaded with the blue cartridge was fired on the lung parenchyma. The jaws could not be opened with the manual knife reverse switch, either. The doctor tried to open the jaws by returning the firing trigger and closing lever to the home position, but the closing lever was broken off. After that, the device was removed by cutting off the tissue with another device. The staples were unformed. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.